Event description:
During essure procedure only one device was placed. The second device recoiled during placement and was unable to be used. This device is available at our facilty for the manufacturer. Manufacturer response (as per reporter) for birth control, essure,hospital will request findings of anlaysis from manufacturer.